Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effect analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The patient underwent a coronary retrograde chronic total occlusion (cto) procedure. Postoperatively, the femoral artery puncture site was sealed with a closure device. The operator used the device according to standard protocol. On the second postoperative day, thrombosis occurred. Subsequently, a surgical thrombectomy was performed, during which collagen sponge was discovered adhered to the inner vascular wall. No blood loss was reported. Additional information was received on 07jan2026: the procedure sheath used was 8 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. The puncture was not at bifurcation lesion. The patient was stable. No concomitant medical products used with the angio-seal. The vascular puncture site condition was good. No disease or dissection present in the access site artery. No such information was given from the customer regarding testing performed to diagnose the occlusion/ thrombosis. The distal pulses were present and well.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E1: initial reporter name: unknown . E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.